Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation the lead safety switch was noted to have been triggered on the right ventricular (rv) lead. Review of the daily measurements found that there were intermittent spikes of high out of range pacing impedance measurements of greater than 2,500 ohms, then the lead impedance would return to within normal limits. There was also oversensing of noise and high rate stored events. Boston scientific technical services (ts) was consulted and suggested further troubleshooting. Further investigation found that the patient owns a spinal cord stimulator that they had been using at the time. Ts was again consulted and noted that it was unknown if the out of range impedances could be contributed to the stimulator, but the noise and high rate events could possibly be due to the stimulator. Ts suggested more investigation. The clinician stated that they would check the patient again in one week. It was also noted that the patient had recently fallen and the stimulator broke due to the fall. The high impedances, noise and high rate events were all prior to the stimulator breaking. The field representative was unable to obtain any additional information. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No noise was noted on the e-grams and event markers. Due to the length of time since explant, analysis was unable to determine the battery status at explant. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The patient died approximately three years later. No further allegations were made against the pacemaker. The pacemaker was returned for analysis over one and a half years post patient death.